Event description:
Customer reported no delivery alarms and a high blood glucose that he had to treat with manual injections. Customer did not have the reading of the high blood glucose. The blood glucose reading at the time of the report was 146 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.